Event description:
Reporter indicated a vns patient developed an infection and the generator and lead were explanted. The cause of the infection was a suture granuloma per the reporter.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the lead, and generator prior to distribution.